Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have one (1) bent severely grip, causing them to be misaligned. The offset at the tips was 2.91mm. The grips were not found to be cracked. Common causes of the failure mode bent-severely instrument grips -tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. Correction to section d: primary product batch/lot number was updated to k10230601 0237. Primary product batch RMA number updated to 304055790020.